Event description:
It was reported a mitraclip procedure was performed to treat grade 4+ mixed mitral regurgitation (mr). The clip was advanced into the anatomy and became caught in the chordae. The physician was still able to grasp the leaflets and reduce mr to a grade of 1-2. It was noted that the pressure gradient had increased to 4mmhg.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip caught in chordae was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.